Manufacturer narrative:
Date of report received: 10 jun 2019. MFR received date: 06 may 2019. The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the speakers to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an alarm error. No patient or user harm was reported.